Event description:
Per the audiologist, results of an integrity test done in 2007, showed failure of multiple electrodes. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
.